Event description:
It was reported that the customer experienced a high blood glucose level of 589 mg/dl and required emergency medical attention, resulting in hospitalization and ICU admission. Although there was a significant elevation in blood glucose level and high ketone levels were identified as dangerous, there was no permanent damage caused to the customer. To address the situation, the customer bolused via the pump, and upon hospital admission, received IV fluids and insulin, which resolved the issue. The pump was checked and found to be functioning as intended. The customer was released from the hospital on (B)(6) 2025.